Event description:
Philips received a complaint by the customer on the v60 indicating that the device fan stopped working. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided parts ID for the for the cooling fan for the repair. Resolution and disposition are pending - investigation ongoing.

Manufacturer narrative:
Per the good faith effort (gfe) response, the cooling fan was replaced to resolve the issue. Following replacement, the device successfully passed all performance verification tests and was returned to service. The defective fan was recycled. The investigation concludes that no further action is required at this time. Should additional information become available, the complaint file will be reopened accordingly.